Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a lower left extremity. The command guide wire was used in the procedure and the tip sheared off the wire after there was interaction with an unspecified catheter. Fluoroscopy was performed and it was confirmed that all pieces of the wire were accounted for and nothing was left in the patient. Another command guide wire was used but this wire also failed. A non-abbott guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the a catheter encountered difficulty during advancement over the wire. Factors that may contribute to difficulty advancing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the guide wire separated. It is possible that the interaction with the catheter contributed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.